Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive due to the state of the returned sample. One image of a 3 fr single lumen powerpicc sv was returned for evaluation. An initial visual observation of the image showed the junction between the luer hub and the extension leg tubing was circled in red. The image appears to be of a stock product photo, and no photograph of the actual alleged device was returned for evaluation. The reported event could not be confirmed from the returned image; therefore, this complaint is inconclusive. Possible causes of a leak include material fatigue, sharp instrument damage, and tensile failure. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC leaked at the junction between the hub and the catheter, requiring anesthesia and new line placement.